Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: reference: (B)(4). Batch number: 2602083 expiry date: 31/01/2031 it was reported that while preparing chemotherapy, a 50-ml syringe was used to fill a 5fu diffuser. During the double visual check of the syringe¿s volume, the staff noticed white deposits inside it. Not knowing the origin of the white deposits, the staff used a new syringe and a new vial of 5fu to prepare the solution again. Please note that the syringe packaging was not retained; however, the department only has this batch (2602083) in stock. The syringe has been placed in quarantine; it is contaminated with the cytotoxic agent (5fu), would you like to retrieve it for analysis? If so, please send us the necessary materials for its return.